Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Reset the all the connection of system switch to control module board to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation during pre-use checkout. There was no patient involvement.